Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device(s) were not returned to edwards for evaluation. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) review(s) could not be performed as the serial number(s) are unknown. The reported complaint could not be confirmed. It was unknown the nature of the event(s) and the number of device(s) involved is unknown. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Surgeon reported having problem with mitral valves for the last 5 years. No other information was provided. Number and nature of this problem are unknown at this time.